Manufacturer narrative:
Patient gender and weight were not made available from the site. Return requested. Replacement collimator shipped to site 02/18/2016. Suspect collimator returned to medtronic on 02/26/2016 and is currently under analysis. Return requested. Replacement motion control box shipped to site 02/18/2016. Motion control box was returned unused to medtronic. On 02/19/2016, a medtronic representative performed an imaging system check-out, all areas passed. Found that the collimator motor was binding. Replaced collimator. System performed as intended. On 03/08/2016, a medtronic representative, following-up at the site, reported the surgeon was using the c-arm in the beginning of the procedure, they brought in the o-arm and experienced the failure. Surgery was not abandoned, however, there was a change to the surgical approach to fully open. No further issues have been reported.

Event description:
A medtronic representative received a report that, while in a spine procedure, there was a collimator error received when booting on the imaging system. This issue occurred when turning on the imaging system. Re-booting the system did not resolve the issue. The surgeon opted to discontinue the use of the navigation system and the imaging system to continue the procedure to completion. Delay in therapy was less than one hour.

Manufacturer narrative:
The hardware investigation found that the reported event was related to an electrical issue with the collimator. The collimator was installed on a test imaging system where it initially prompted an "error initializing collimator" on the pendant. The system was shut down, manually manipulated the leaves, and powered the system back up. It achieved a ready state, then on the second power cycle, "error initializing collimator" manifested again. The collimator was installed on a collimator test fixture and it did not pass testing. The reported issue was confirmed. As previously reported the collimator was replaced to resolve the issue.

Manufacturer narrative:
Further engineering evaluation found that the cause of the issue was a stroke error where the x-axis failed to home. The updates to the test firmware have improved the detectability of issues with the collimator. Considering the collimator was manufactured more than 3 years ago and has been in use, it was not possible to determine the root cause of the stroke error. Without knowing the source of the stroke error and considering the new test firmware is now released to more consistently detect issues with the collimators, there are no further actions taking place at this time. The new firmware will provide further opportunity to capture more data regarding the reported issue at the supplier.